Event description:
It was reported that during use on a patient "the product does not do its job when the clips do not come off on the first try". Additional information received states that "during the event, the patient was in unnecessary pain. The skin is damaged and prolonged the removal of the staples, causing the patient anxiety and fear". The current patient status is reported as "good".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a patient "the product does not do its job when the clips do not come off on the first try". Additional information received states that "during the event, the patient was in unnecessary pain. The skin is damaged and prolonged the removal of the staples, causing the patient anxiety and fear". The current patient status is reported as "good".

Manufacturer narrative:
(B)(4). The reported complaint of "failure to function-not removing staples" could not be confirmed based upon the sample received. The returned staple extractor was able to successfully remove all tested staples from the simulated skin pad with no difficulty. Visual and functional inspection did not reveal looseness in the jaws. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned staple extractor. Teleflex will continue to monitor and trend on complaints of this nature.